Event description:
A medical centre in (B)(6) reported to a distributor that an rt206 adult inspiratory-heated breathing circuit failed the ventilator leak test due to the air leak coming from the water trap. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The rt206 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint rt206 breathing circuit was visually inspected, pressure tested, and immersed in a water bath to test for leaks. Results: the pressure test revealed the pressure drop to be outside of the required specification. The water bath test identified the leak to be at the connection between the lid and bowl of the water trap. Conclusion: all circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was reconnected. The user instructions for rt206 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm. (B)(4).